Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3: is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4: is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device, with use with an android phone/unknown operating system. It was reported that the high/low glucose alarm failed to sound with a sensor reading of 51 mg/dl and the customer experienced a seizure and a loss of consciousness. The customer received initial administration of a sweet drink for treatment by a non-healthcare professional (hcp) and secondary administration of a glucagon injection by a healthcare professional called to home. There was no report of death or permanent injury associated with this event.